Event description:
During service by a baxter technician, the device failed accuracy testing with underdelivery. Per the sevice shop, the hospital representative stated that they have no record of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported underdelivery was confirmed. During testing the pump underdelivered -5.5% from the targeted rate.